Event description:
It has been reported to philips that the monitors did not turn on. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer initially reported the polygraph as a flexcardio; however, upon investigation by the field service engineer, it was identified as a pm5 [hpm business unit]. Since the pm5 polygraph is no longer supported, no service could be provided in the field. Thus, the case was cancelled by the customer and there was no service provided from the philips. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The complaint was wrongly logged on flexcardio instead of pm5 (hpm business unit). Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.